Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter did not blink when it was connected to the sensor. The customer¿s blood glucose was unknown at the time of incident. During troubleshooting, customer reported that there were no issue with the transmitter pins. Customer also reported that the sensor cannula was missing when it was removed from the insertion site. The product is not expected to return for analysis.